Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a screen freeze. A technical support specialist performed a temporary reboot via the maintenance menu, which was unrelated to the system freeze or the hal power switch. The tss contacted the customer for further investigation, but as there was no response, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the computer screen froze, and the door did not register as closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.